Event description:
It was reported that there was a discrepancy with the expiry date on the product label. Exp date is 2026-09-20 on the sticker with the hourglass. On the other side of the unit box, there is different label sticker with an expiry of 01/01/00. Device is available for return providing there is an immediate replacement of 3 items. (Product is available for investigation on receiving replacement). Purchase order / sales order details do not match smiths. Purchased from distributor (689766 - aidacare pty ltd). No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Four (4) photos were received for evaluation. In the photos shown are of shelf cartons and unit packs of the devices the customer received. Manufacturer labelling is correct including expiry date of product (2026-09-20). However, the distributor labelling on the shelf cartons has incorrect expiry date (01/01/00) and covers the manufacturer label. The distributor was notified and the units with the incorrect labels have been returned to the distributor by the customer.